Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the flow sensor flow rate was reading lower than expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the flow sensor for the arterial side and for the venous side usually show almost the same flow rate. However, the arterial side was showing 3.5 liters per minute (l/min) and the venous side was showing 5.0 l/min. The reservoir level was stable and the actual arterial and venous flow rates were almost equal when the issue occurred. This complaint is related to cr-(B)(4) / MFR#1828100-2022-00020.

Manufacturer narrative:
The reported complaint was confirmed based on the videos provided to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with their heart lung machine (hlm) whereby there was a significant flow discrepancy between the arterial and venous flow probes during a period of venous reservoir volume. As stated in the complaint, the venous flow showed 5.0 liter per minute (lpm) and the arterial showed 3.5 lpm during a period when they should have been almost equal, with stable venous reservoir level. The attached video shows a neo system brought into the operating room for comparison and the flow rate on the neo was 4.3-4.4 lpm while the arterial flow on the hlm was reading 3.6 lpm (and the venous flow on the hlm was reading 5.2 lpm). The unit was changed out, there was no delay, no blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Updated block: g4 per data log review: the complaint indicated that the issue occurred on (B)(6) 2021. The log was exported on (B)(6) 2021 and showed activity on that date. One flow meter log looked normal. The other flow meter log showed that the flow sensor became uncoupled/coupled with the tube (with fluid) many times. This may have been the end user trying to troubleshoot the flow issue, but there is no way to tell from the log. Since the measured flow was not logged there is no way to confirm the reported issue from the logs.